Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported on (B)(6) 2018 that they were having issues with the insulin pump due to infusion set air bubbles. Customer's blood glucose level at the time of the call was 371mg/dl. Customer's blood glucose at the time of the incident was 410mg/dl which they reported high and treated with insulin pump and manual injection. Troubleshooting occurred and customer will change infusion set. Product is not expected to return for analysis.